Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint was received reporting the message, "replace sensor", while wearing the adc device. As a result, the customer had a loss of consciousness and received a glucagon injection by a non-healthcare professional for the treatment of hypoglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 6 (indicating early termination). Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. The sensor was de-cased and no issues were observed upon visual inspection of the pcba. Measured the battery and it measured below the specification range. Therefore issue is confirmed to brown out reset condition associated with a dead/low battery. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint was received reporting the message, "replace sensor", while wearing the adc device. As a result, the customer had a loss of consciousness and received a glucagon injection by a non-healthcare professional for the treatment of hypoglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
An additional investigation was conducated on the rerturned sensor ( (B)(6) ). The sensor plug was properly seated, and no physical damage was observed on the returned sensor patch. Data was extracted from the returned sensor patch using approved software. The sensor was found to be in sensor state 6 (indicating abnormal termination) with a brownout reset event internally logged (event 21) due to a temporary drop in the source voltage. Visual inspection was performed on the sensor plug and no failure modes were observed. The returned sensor was sent for further investigation and de-cased. Visual inspection was performed on the pcba (printed circuit board assembly) and no issues were observed. The battery was measured as (1.38 v), which is below the specification range of (1.45v to 1.65v). An extended investigation has also been performed on the returned sensor and no issues were observed. Performed a visual inspection on the returned sensor, no issues observed.. Replaced the returned battery with a new unused battery. Returned sensor was re-programmed and the current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Poise voltage and sensor thermistor testing were both within specification. Issue is confirmed to low battery. All pertinent information available to abbott diabetes care has been submitted. Additional information added: d4 - unique identifier (UDI) # (B)(4).

Event description:
A complaint was received reporting the message, "replace sensor", while wearing the adc device. As a result, the customer had a loss of consciousness and received a glucagon injection by a non-healthcare professional for the treatment of hypoglycemia. There was no report of death or permanent injury associated with this event.